Manufacturer narrative:
To date the cutter involved in the reported event was not returned for evaluation. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report received from a healthcare professional of a clinic in (B)(6) indicated that during a procedure the cutter stopped cutting. The faulty cutter was replaced and the procedure was completed without any injury of consequences to the patient.

Manufacturer narrative:
One 25ga vit cutter was returned in a plastic bag along with a pack label from lot v6617. The visual examination of the cutter found the tip protector missing, the needle bent and dried solution is visible in the tubing. The port window is in the opened position. The back cap is not centered with the vent hole on the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The inner needle is binding up and blocking the port window, preventing the cutter from cutting and aspirating. The cause of the bent needle cannot be determined. It should be noted that a bent needle could contribute to the poor cutting and aspiration performance. Based on all information, no causal factors can be determined and no conclusion can be drawn.